Event description:
It was reported that stent moved on balloon. The narrowing target lesion was located in the moderately calcified and straight vessel in proximal iliac. A 7.0x30x75cm express ld iliac / biliary stent was advanced for treatment. However, after delivering the stent to the iliac artery using up and over approach, it was noted that the stent moved forward on the balloon delivery system. The device was removed intact and once it was safely out the sheath, it was physically observed that the stent slid slightly forward on balloon and not off balloon. The procedure was completed with another 7.0x30x75cm express ld iliac / biliary stent. The case outcome went great, with no patient consequences at all.

Manufacturer narrative:
Device evaluated by MFR.: an express ld device was returned for analysis. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. A visual examination found the stent had moved in a distal direction on the balloon. No issues noted with the stent. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with tip of this device.

Event description:
It was reported that stent moved on balloon. The narrowing target lesion was located in the moderately calcified and straight vessel in proximal iliac. A 7.0x30x75cm express ld iliac / biliary stent was advanced for treatment. However, after delivering the stent to the iliac artery using up and over approach, it was noted that the stent moved forward on the balloon delivery system. The device was removed intact and once it was safely out the sheath, it was physically observed that the stent slid slightly forward on balloon and not off balloon. The procedure was completed with another 7.0x30x75cm express ld iliac / biliary stent. The case outcome went great, with no patient consequences at all.